Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with the lowest blood glucose recorded at 43 mg/dl; the user treated the event with oral glucose and elected to discontinue ilet use overnight and transition to backup therapy pending discussion with a healthcare provider. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included user self-treatment and temporary discontinuation of the device; no medical intervention or hospitalization occurred. Investigation included complaint handling with troubleshooting and education, and assignment for additional training. Investigation of this case revealed no device alarms and no identified device malfunction; the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.